Event description:
A customer reported that the screen of a ec-3890li- video colonoscope, started flickering and then went completely black. The issue occurred during a procedure. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.

Manufacturer narrative:
The device has been returned for evaluation, however the investigation has not yet begun. A device history record (DHR) review for model ec-3890li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 10 mar 2014 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result . Evaluation summary: repeated use causes the cable to break off.